Manufacturer narrative:
(B)(4).

Event description:
During implantation of the lead, it was not possible to turn the helix. The physician replaced the lead. The patient condition was good.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue stopping the helix from being extended. X-ray examination of the helix was normal, the inner coil inside the connector region was over torqued consistent with implant damage. After ultrasonically cleaned, the helix could be extended and retracted, the full helix extension length was measured within specifications. The field repot of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any other anomalies.